Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type: software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from consumers regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that the communicator ¿died real easily¿ so they kept having to charge the communicator. The agent had the patient turn the communicator off, close all the apps on the handset, and connect to the pump. Then, the issue of the handset lagging at 90% was discovered. The agent reviewed and guided the patient¿s representative through deleting the data after which the patient was then able to connect to the pump without any lag.